Event description:
Additional information was received on (B)(6) 2012 when the surgeon stated that he used a non-absorbable, 2-0 silk suture to secure the generator to the fascia during implantation.

Event description:
Additional information was received on (B)(6) 2012, when a copy of the patient's programming history was received from the physician. The patient was interrogated and found at settings of output=0ma/frequency=15hz/pulse width=500usec/on time=7sec/off time=0.8min/magnet output=0ma/magnet pulse width=250usec/magnet on time=30sec on (B)(6) 2012, but it appears that the patient had been purposefully programmed off at some point in time. A partial programming event occurred on (B)(6) 2012, which changed the patient's settings to 0ma; this appears to be the event that the physician initially reported. The patient was reprogrammed prior to leaving the clinical visit; however so no patient harm occurred.

Event description:
On (B)(6) 2012, a vns physician reported that he was trying to change the patient's settings, but it they were changing back to 0.00ma every time. The device was confirmed to be showing the elective replacement indicator (eri) = no. The physician stated that he was finally able to eventually change the patient's settings to output=3.0ma/frequency=25hz/pulse width=250usec/on time=30sec/off time=0.8min. The patient's device was constantly migrating and he had to hold it to get it to communicate. The manufacturer's consultant reviewed the physician's handheld and couldn't identify when the patient's settings were ever showing 0.00ma like the physician had reported. The consultant also stated that there were not any diagnostics tests performed that may have been the cause either. Further information has been requested from the physician but no additional information has been received to date.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).